Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the device over the guide wire was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in an unspecified access site was attempted with a proglide device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, initial insertion over the guide wire was not possible. The sutures of two new proglide devices were successfully pre-placed and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.